Event description:
It was reported the patient's implantable neurostimulator (ins) experienced impedance readings 'greater than 20,000 ohms.' It was further reported that 'at 3 volts, electrode 0 showed 8158 ohms.' It was noted the '0 contact was not being utilized.' Additional information stated that 'after running another impedance [test] at a higher voltage, the electrode in question was high but within normal range.' It was stated that the patient then underwent an MRI of their 'head/brain' and 'did well through the scan without complications.'

Manufacturer narrative:
(B)(4).

Event description:
It was noted that an impedance check showed one electrode was out of range (oor).

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n311906, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).